Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the customer did not have charging supplies and planned to call back to complete the reset. Cts attempted to follow up w/patient, patient not available.